Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. Customer stated the insulin pump fell on the floor that caused damage to the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.